Event description:
Reportedly, investigators report that patient (included in osiris study) died outside of this hospital (patient died suddenly at the beach) due to undetermined causes, on (B)(6)2023. The device is not explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The crt-d was implanted on (B)(6) 2023. Review of the provided patient files dated (B)(6) 2023 (implantation date) led to the following observations: - battery status was within normal range (3.22v) - right ventricular lead impedance measurements was within normal range (470 ohms) - left ventricular lead impedance measurements was within normal range (485 ohms) - rv coil continuity measurements were within normal range (306 ohms) analysis of the provided patient files confirmed normal device functioning as of (B)(6) 2023. Review of manufacturing records revealed that the device was manufactured and released according following all applicable procedures. No patient files were available for the time period surrounding the patient¿s death and the device was not returned for analysis. Therefore, no further investigation could be performed.